Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n166420020, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2,000 mcg/ml baclofen at 150 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp had requested a catheter replacement with an ascenda catheter. Upon physician replacing catheter, it was found the catheter near the sutureless connector in the pump pocket was cut through and not intact. The catheter was replaced. It was unknown what caused the catheter to be cut. The issue was said to be resolved at the time of the report. It was said the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.